Manufacturer narrative:
Manufacturer's investigation conclusion: there were incidental findings of bent pins. The reported events of a calibration issue with the system monitor and damage to its pcb were confirmed. When (B)(6) was evaluated and tested, the calibration was out of range and it was not possible to enter the test menu. The flash card release button was found to be broken off. The pcb was replaced. A full functional checkout was performed and the unit passed all tests. Preventative maintenance was performed. The unit was returned to the rental pool. The pcb was forwarded to ppe for further analysis. Further analysis of the pcb showed bent pins in multiple connectors; however, it is unclear whether this damage occurred while in transit. The flash card release button was confirmed to be broken. This did not affect the ability to insert the memory card. Due to the calibration being out of range, the screen was not responding correctly. It was not possible to recalibrate the screen. A root cause for the reported event was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA # provided is associated with the most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system monitor underwent preventative maintenance. It was found that it was impossible to enter the test menu of the system monitor, the calibration was out of range, and the flash card pin was broken. The motherboard was replaced and preventative maintenance was performed.